Event description:
Pt with chronic muscular disease. Has port-a-cath, mostly flushed weekly with heplock solution for maintenance. Used during admission to the hospital for fluids/abx. Last admission two months prior to event date. Admitted two months later with fever, chills, lethargy. Blood cultures done in four days - port specimens - are all positive for serratia marcescens. One peripheral draw is negative. The foster mother received a letter this week notifying her that the heplock solution she obtained from them was on a recall list. The product in the recall is sierra pre-filled syringes -lot #070926h- which is identical to what the foster mother had in her home. Current plan is 14 days of IV abx with serial blood cultures. Diagnosis or reason for use: port maintenance. Frequency: weekly.